Event description:
The customer reports the feeding tube set is leaking from below the feeding bag, above the tag leading to the pump.

Manufacturer narrative:
Since the sample was not provided for evaluation the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.